Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The cause of the code 204 is the damaged connector. The root cause of the damaged connector has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing service code 204.